Manufacturer narrative:
D4: primary unique device identifier (UDI) #: not applicable - device manufactured before UDI regulation. H4: device manufacture date is unknown because the device was manufactured prior to UDI regulations. Correction information. B4: date of this report - updated. G1: contact office - updated. G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes" h6: codes updated - type of investigation, investigation findings, investigation conclusions-updated. Additional information. H11: evaluation summary. Evaluation summary: the reported event was that the biopsy inlet piece became loosened. Based on the investigation, a potential root cause of this failure was that the biopsy inlet piece became loose due to repeated long-term use. A definitive root cause of the reported issue could not be identified. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was released under normal conditions and passed all required inspections. Although the manufacturing date could not be verified due to the timing of this unit's production prior to UDI regulations, the approval for shipment and the actual shipping date were confirmed as 05-feb-2016. There were no reworks or concessions. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
The device was originally sold on 10-jun-2016, and the last repair was performed on (B)(6) 2020. The device has been returned to pentax medical for repair. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 20-nov-2025, pentax medical became aware of an event involving a pentax medical video bronchoscope model eb-1975k serial number (B)(6) in germany within the emea region. The component of the instrument channel inlet of the endoscope was found to be loose. This event occurred before use. There was no report of patient harm. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.